Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d10; h2; h3; h6. Complaint sample was evaluated and the reported event was confirmed. Visual inspection identified that a fm wire with sharp feature was protruding out from the spherical fm surface. No other anomalies were identified. The device history report was reviewed and no discrepancies relevant to the reported event were found. The reported issue most likely occurred during the manufacturing of the product. A corrective action has been initiated to further evaluate the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when the implant was opened. The fiber mesh coating on the shell had an area that was sharp. When the surgeon handled the implant it caught on his glove and tore open a small spot. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.